Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery dropped unexpectedly to 5% then charged up to 100% quickly. In addition, the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different wall adapter. Customer reported blood glucose level was 147 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.